Event description:
Consumer reported experiencing a foreign body like sensation & tearing in her eye associated with wear of focus night & day contact lenses & solocare aquify multipurpose lens care solution. She stated she experienced a corneal ulcer which required treatment & a possible corneal transplant. Report from ecp indicates consumer had 2 1/2 yr successful lens/lens care system use history prior to 2006. On the same day, consumer had hand surgery, lens had already been worn continuously for a month prior to surgery. Product was worn through surgical procedure wihtout removal. Consumer began experiencing problems two wks later, removed lenses the next day & was seen referred one day later. Corneal ulcer diagnosed & referred immediately to ophthalmologist for treatment.

Manufacturer narrative:
The report was reviewed by the ciba vision med monitor with the following conclusion. "This event is classified as a possible infectious corneal ulcer. As there was no product or lot number provided, no detailed investigation can be performed.